Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, d10, g3, g6, h2, h3, h6, h11. D10: item # 110010717, g7 depth gauge, lot # 016294. The instrument was returned for investigation. The event can be confirmed as the instrument is fractured in the spring-shaped area. The results of the fracture analysis state that the microstructure of the sample does not indicate any material defects; however, the surface deformation induced by the manufacturing process might lead or contribute to the fracture of the spring shaped part of the instrument. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event can be confirmed. A root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: report source canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill shaft broke during surgery. No piece fell into the patient and there were no consequences or impact to the patient. Attempts have been made and no additional information on the reported event is required at this time.